Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The irritation was described as red and itchy. There was no alleged device malfunction contributing to the irritation. The patient reported having a history of sensitive skin. The patient was in the hospital and received a plaster under her garment and against her skin. Follow up indicated the irritation improved. Reporting out of abundance of caution. Supplemental report 8/31/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The irritation was described as red and itchy. There was no alleged device malfunction contributing to the irritation. The patient reported having a history of sensitive skin. The patient was in the hospital and received a plaster under her garment and against her skin. Follow up indicated the irritation improved. Reporting out of abundance of caution.